Event description:
Mal-alignment due to autodynamization, no medical/surgical intervention needed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated: a hosp in (B)(6) reported: pt enrolled in an (B)(6) study was implanted with expert tibial nail protect for a left tibia fracture on (B)(6) 2011. Pt was discovered to have an infection on the lower leg on (B)(6) 2012 which became serious two days later, (B)(6) 2012, with reddening, fever, and pain on the lower leg. Pt was hospitalized on (B)(6) 2012 and treated with sultamicillin, glindamycin and metamizol. No product was explanted.

Manufacturer narrative:
This device used for treatment and not diagnosis. Placeholder.